Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Customer reverted to an injection via manual insulin therapy. Customer's blood glucose level was 200-300 mg/dl,